Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set leakage event on (B)(6) 2026. Patient reported that the infusion set was leaking at site after few hours of use. The blood glucose level was hig, and the patient was treated with pump. The patient replaced infusion sets and resumed insulin successfully. No further information is available.